Event description:
The hcp reported that the pt experienced nausea and vomiting, and return of pain in her legs. The pt first reported symptoms during a pump refill appointment. A catheter dye study was done which revealed that the connection to the pump was loose. The pump was emptied and turned off. Hcp does not feel there is anything mechanically wrong with the pump. The pt was treated with duragesic patches and oral medications. There is no plan to do a catheter revision at this time due to insurance issues. The pt is doing well with the current treatment.

Manufacturer narrative:
.